Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the pump¿s sleep/wake button was not functioning as intended, with the patient initially unable to wake the device; after guided checks, the button intermittently provided haptic feedback yet remained unreliable, and the device was ultimately replaced to restore normal operation. Symptoms included no adverse clinical effects and no changes in blood glucose as reported by the patient. Outcomes included uninterrupted diabetes management using cgm and continued therapy without alerts or alarms. Investigation included guided troubleshooting to confirm proper touch technique, prolonged press, cleaning and drying of the button area, removal of the case, verification of charge status, and operation on the charger to bypass the lock screen. Investigation of this device was confirmed and revealed a nonresponsive sleep/wake input consistent with a hardware malfunction of the button interface that was not resolved by cleaning, charging, or case removal. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the sleep/wake button requiring device replacement.